Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After the immediate extraction of the tooth in ada site 19, the clinician reports the implant failed upon insertion due to inadequate primary stability. A bone graft was completed. Insufficient bone quality and fenestration were noted. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
After the immediate extraction of the tooth in ada site 19, the clinician reports the implant failed upon insertion due to inadequate primary stability. A bone graft was completed. Insufficient bone quality and fenestration were noted. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).